Manufacturer narrative:
This patient information is not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a titanium cannulated retro/antegrade femoral nail and (3) unknown screws due to non - union. During the procedure, the extractor did not work, and another set was opened to complete the procedure. The removal was successfully completed. It is unknown if there was any surgical delay. Patient outcome is unknown. This report addresses the intra-operative event. The post-operative event of hardware removal due to non-union has reported under linked complaint (B)(4). Concomitant device reported: titanium cannulated retro/antegrade femoral nail (part # 04.013.560, lot # h235354, quantity # 1). This report is for one (1) extraction screw for ti femoral and tibial nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Additional information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.